Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this device, developed an infection and the device had eroded through the pocket. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. The device was discarded.